Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2011. During the procedure, the handpiece would not activate when the trigger was engaged. The tubing was attached to the pneumatic switch and the switch was suspected to be defective. The patient was converted to an open procedure.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2011. (B)(4) damage to drive connector or coupling. Conclusion (B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The problem of the unit not driving the disposable was due to a broken set screw on the cpc coupler which would not tighten the coupler to the motor shaft.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2011.a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.